Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) displayed an error code while charging a battery pack.

Manufacturer narrative:
Device eval: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (displays an error while charging) was confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon eval, there was liquid contamination on the battery board and current controlling transistor q1 on the charger bedside board was thermally damaged. The cause for the failure was isolated to damaged battery board and thermally damaged transistor. The root cause of the contamination was ingress of an unk liquid. The root cause of the thermally damaged transistor was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.